Event description:
The patient reported an uncomfortable pulsation in their stomach. The following physician indicated the pulsation may have been related to diaphragmatic stimulation. Lead configuration was adjusted and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.